Manufacturer narrative:
"The patient failed to charge" was inadvertantly added to the initial report. Patient does not have a rechargeable ipg, therefore sentence is invalid and should have been omitted.

Event description:
Additional information received stated that the patient's ipg was explanted and replaced on (B)(6) 2019. Stimulation therapy was restored postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient failed to charge the ipg. The patient last felt stimulation approximately four months ago. The patient programmer displayed a low battery message. In turn, the ipg deemed inoperable. Surgical intervention may be undertaken to address the issue.